Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the inspiratory tubes of two rt201 adult CPAP inspiratory-heated breathing lines each had a bent pin. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: only one inspiratory tube was returned to fph in (B)(4) for inspection. A bent pin test was performed on the returned tube to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not fully connected to the heater wire socket of the returned inspiratory tube. Visual inspection revealed that one of the inspiratory heater wire pins was bent, preventing the adaptor from connecting to the heater wire socket. A lot check revealed one other complaint of this nature for lot number 111215. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).